Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. Patient was asymptomatic however, vt/vf episodes occurred due to noise. Electrical testing detected noise. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The segments that were returned were normal. Without the return of the entire lead, a complete analysis could not be performed.